Event description:
It was reported that prior to pump implant, the pt had a continuous infusion trial with the pump. In 2008, the pt had a permanent pump and catheter implant. The pt was given remifentanyl for anesthesia. The pump was aspirated and placed in the pump pocket; the pump was not warmed. A priming bolus of the pump and catheter were done. The pump was programmed with morphine sulfate 10 mg/ml at a rate of approx 1 mg/day. The surgery lasted about 45 mins. The pt was sent home the same day. The pt was taking darvocet and had a history of respiratory problems (emphysema), blood clots, and lumbar stenosis. The pt called the hcp late in the afternoon, the day of the surgery and complained of dizziness. The hcp told the patient this was normal from the anesthesia and not to hesitate to call if the symptoms got worse over the weekend. On two days later, the pt's son found the pt deceased in bed. It was reported that the pt had "a lot of blood coming out of her mouth". An autopsy was done on three days later, and the results were inconclusive, they were still awaiting toxicology results. The pump was explanted and returned to the MFR for analysis. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.